Event description:
Info received indicates the right head siderail has broken off of the bed.

Manufacturer narrative:
The tech isolated the issue to a broke slide bracket. He replaced the slide bracket to repair the bed.